Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator display froze at the six picture screen and the ventilator would not turn off. Technical support recommended replacing the single board computer printed circuit board, calibration and test. There was no patient involvement.